Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric sleeve gastrectomy, the device was able to fire without any problem, but the device's reload locked on tissue. The surgeon planned to resect the reload out with another stapler, but when the second stapler clamped down on proximal tissue, it created enough relief of tension and the tissue released the first reload. It was also confirmed that there was no tissue damage or any staple line issue. There was no patient injury.